Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The first two images show the separation of the catheter extrusion adjacent to the catheter hub. The guide wire was also observed to be kinked. The catheter was partially advanced over the guide wire and had an accordian-like appearance at the kinked locations of the guide wire. The third photo provided the complaint details via the kit lidstock. The complaint of a separated catheter was confirmed through the customer photo, however, without the sample returned for analysis, a complete visual inspection could not be performed and the potential root cause could not be confirmed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture. Precaution: do not reinsert needle into catheter; doing so may result in patient injury or catheter damage." The customer report of a separated catheter was confirmed by visual inspection of the customer supplied photos. The images show an arterial catheter in use that is separated adjacent to the hub, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "two arterial line catheters broke during insertion in the ed. The catheter was able to be removed from the patient". No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR number include 9680794-2024-00282.

Event description:
It was reported "two arterial line catheters broke during insertion in the ed. The catheter was able to be removed from the patient". No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR number include 9680794-2024-00282.

Manufacturer narrative:
(B)(4)